Event description:
Report received of "numbers moved" while programming the device. The pump was returned to the biomedical engineering dept with a note that stated, "error message in numbers and moved without touching the buttons." It was reported that while programming the device to deliver an unspecified IV solution, the nurse noted that the "numbers moved." No specific programming parameters were provided. The device was removed from clinical service. Therapy was started using a replacement device. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional info was provided.